Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's friend/family member reported that the patient's device did not seem to be working. They tried to adjust the setting by turning it up but there was a setting on a screen they had never seen and was not sure what it meant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.